Event description:
Patient had a generator replacement. The explanted generator was returned and analysis is underway.

Event description:
Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrate the appropriate magnet current for the programmed settings. Comprehensive automated electrical evaluation showed that the device performed according to functional specifications. No additional relevant information has been received.

Manufacturer narrative:
F10 impact code, corrected data: reporter inadvertently left off a relevant code.

Event description:
When the generator was interrogated, the generator displayed low output current. Patient had been titrated to 0.825ma, but 0.0ma was being delivered. It was noted that generator was unable to be programmed. Patient complained of feeling the vns fire frequency at school on (B)(6) 2021; however, then the patient then later felt the generator has not fired since then. No seizure activity increase was reported. Generator reset was performed. System diagnostics were run and low impedance was observed. No stimulation continued to be felt by the patient. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The most likely potential contributors identified were extended exposure to external magnetic fields leading to sticking of the reed switch blades as well as magnetic field remanence effects of the nickel elements of the battery allowing sufficient residual magnetic field to hold a reed switch in a closed state even after removal of the external field. Additionally, based on prior similar events on older model ipgs, mechanical trauma that affects reed switch gap spacing is considered an additional possible contributor. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.